Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip did not deploy. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) as the event date is unknown. Block h6: problem code 2906 captures the reportable event of clip did not deploy. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the bushing. Microscope examination and x ray analysis were performed, and it was noted under high magnification that the yoke was detached from the control wire, indicating that the first activation had been performed. The control wire was kinked at the middle section. The handle was disassembled for further analysis, and it was confirmed that the flattening wire was within specification. A dimensional examination was performed to further analyze the deployment issue on the braided shaft, and it was confirmed to be within specification. A dimensional analysis was also performed on the bushing, and the internal diameter was confirmed to be within specification. It was also noted that both yoke's external and internal diameters were within specification. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip did not deploy. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.